Event description:
The complainant reported that a vaxcel implantable port had been therapeutically implanted in a male patient in 2006. In 2007, during the scheduled removal of the device, the physician found that the port catheter had broken in half. The detached portion had migrated to the patient's heart and had embolized there. The physician then performed an embolectomy procedure in the operating room and successfully removed the migrated portion of the device. The remainder of the device was also successfully removed from the patient at this time. There was no indication from the complainant of any additional adverse effect to the patient subsequent to the embolectomy procedure and the removal of the entire device from the patient.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant reported that the device will not be returned for evaluation, as it was contaminated and was discarded subsequent to the event; therefore, a physical evaluation will not be performed. We are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. The april 2007 15-month ports valved complaint trend report, inclusive of all failure modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. Bsc reference #: a00065414 - tw 430701.